Manufacturer narrative:
A review of the medical records also concluded that there is no evidence supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis.

Manufacturer narrative:
(B)(4). There was no evidence from the follow up information obtained supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway and peritonitis.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient had to have their catheter removed due to an infection. The patient went to the clinic on (B)(6) 2016 with signs of peritonitis. According to the nurse the patient alleged the infection was due to a breach in the sterile technique when connecting for the pd treatment. The lab test results of the patient's effluent showed growth of staphylococcus epidermis. The patient was prescribed antibiotics fortaz and vancomcin. The patient went to the hospital to have her catheter removed and was placed temporarily on hemo dialysis. A culture test result of the patient's effluent came back negative, showing that the patient had been cleared of the infection.